Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: the pump was exercised pump for 24 hours with the user's advanced settings obtained from the pump download history. After 24 hours the battery was removed to simulate a battery change. When battery was reinserted in the pump all advanced settings remained programmed in the pump. Units remaining were correctly calculated during the course of the investigation. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump settings were reset. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.